Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. Analyst commented, no evidence of anomalies found. Lead oversensing addressed in lead save to disk file. (B)(4).

Event description:
It was reported that during use of right ventricular (rv) lead, noise on rv channel was observed, and the implantable cardioverter defibrillator (ICD) encountered a sensing/detection problem. The rv lead and ICD were scheduled for explant. No patient complications have been reported as a result of this event.